Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. It was further reported that the programmer displayed an error code. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: overheating could not be reproduced. The cooling fan was not functioning properly, and was replaced. The power source was replaced, as a preventative measure. Several errors were found in the device logs. The software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. It was further reported that the programmer displayed an error code. The programmer was returned for service. There was no patient involvement.